Manufacturer narrative:
Reference MFR report # 2916596-2015-00847 and MFR report # 2916596-2017-01087 for the previous reports of pump exchange due to thrombus. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device: ¿ 44 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. On (B)(6)2017 the patient was admitted for elevated lactate dehydrogenase (ldh) and heart failure symptoms. The patient's ldh was 678 u/l. Leading up to the event, the patient's ldh had been 292 u/l on (B)(6)2017 and 434 u/l on (B)(6)2017. The patient was started on heparin infusion. The patient reported seeing elevated estimated flows and pump power readings on the lvad system one time during the previous week. This was confirmed upon interrogation of the system controller history. An echocardiogram was completed on an unspecified date and the aortic valve was opening with each cardiac cycle. No inflow obstruction was observed on doppler. The left ventricle was well decompressed. The lvad speed was increased from 9400 rpm to 9600 rpm. The cause of the high estimated flows was not determined. On(B)(6) 2017, the patient's ldh was approximately 500 u/l. The heart failure symptoms had improved and the patient was stable. It was reported that the patient underwent a pump exchange on (B)(6)2017. At the time of exchange, it was reported that the patient's hemolysis was improved; however, the patient had significant heart failure symptoms that came on quickly. The device was exchanged to another manufacturer's device. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. A segment of the driveline measuring approximately 11.5 inches was also returned. Upon disassembly of the returned device, visual inspection of the inlet stator revealed a large ring-like thrombus formation surrounding the inlet bearing. The laminated structure of this thrombus and the denatured appearance indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a direct cause for the development of the thrombus as well as a duration for which it was present within the pump could not be determined, it was partially occluding all three of the inlet stator¿s blades and could have contributed to the reported elevation in ldh levels. Visual inspection of the remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.